Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient had a loss of therapy on (B)(6) 2018 so the system was explanted. There are no environmental/external/patient factors that may have led or contributed to the issue. It is unknown if there were diagnostics/troubleshooting, interventions/actions performed. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). Cause of the loss of therapy was not determined. No further patient complications have been reported as a result of this event.